Event description:
It was reported that during an implantable neurostimulator (ins) replacement surgery the lead's outer sheath was found to have been rubbed off from rubbing against the ins. It was not due to the removal of the old ins. Impedance measurements were checked and "everything was fine." The physician did not replace the lead.

Manufacturer narrative:
Product ID 3889-28, lot# v223166, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).